Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that during an initial implant procedure, a left ventricular (lv) exhibited dislodgement during the implant process. The physician decided not to use the lv lead. The patient did not suffer any adverse consequences throughout this event.